Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the resume pump alarms occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) displayed as "high"; however, a specific value was not provided. Reportedly, the customer¿s parent delivered a correction injection via manual insulin therapy to address the elevated bg. Customer continued to use the pump for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.